Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f delivery system. The landing zone measurements were area 585.3 mm² and perimeter 86.7 mm. The sizing of the device was determined by feops heartguide with transesophageal echocardiography (toe/tee). During procedure, the left atrial pressure was above 12mmhg and approximately 1 liter of fluid was given. The device was positioned correctly in laa, all close sign observed, tug test performed adequately and the amulet detached without any issue. The device compression was in a roman helmet shape. Six hours after procedure, the patient experienced nausea and a fluttering in his chest, tee confirmed the device was embolized to the mitral valve and requiring an immediate surgical intervention. The patient was reported stable.

Manufacturer narrative:
An event of device embolization into mitral valve, nausea, atrial flutter, 6hours post amulet implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported embolization is possibly related to anatomical factor (largeness of the laa ). However, the exact cause could not be conclusively determined. The surgical intervention is a case-specific circumstance as device was surgically removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.